Event description:
On (B)(6) 2021, a perceval valve pvs21 was implanted and explanted on the same day. The patient had a type 1 bicuspid valve. Valsalva sinus had a normal shape. After the aortic incision, the shape was such that there was no boundary between the noncoronary cusp and the right coronary cusp. Also, nadir was not seemed uniform in height. After the s size perceval was placed, it was visually confirmed that the valve was slightly tilted. After de-clamping, perivalvular leakage (trace to mild) occurred. Also, the right coronary cusp did not open or close at all. The device was removed. Since the patient had a bicuspid valve, it was judged that the same event would occur even if the sutureless valve was implanted again. Thus, a conventional valve (unknown details) was implanted.